Event description:
The patient had an infection. The pump and catheter were removed. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering gablofen. Further follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j11028r06, implanted: 2002-(B)(6), explanted: 2015-(B)(6), product type catheter (B)(4).